Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. Contact was made by phone and email to obtain additional information of the event. The patient and event information was provided but treatment settings and patient photos were not. An examination of the subject device by a lumenis technical expert concluded that after verifying all system functions including calibration and energy output verification, the subject device operated well within manufacture specifications. No device malfunction was reported or observed. A review of the DHR confirmed that the subject device met all test specifications without deviation per the DHR during the manufacturing process. Further, it was reported by the user facility that the correct goggles were used and that they were not damaged in any way. Despite the fact that the subject device was operating as expected, it cannot be ruled out that the system was somehow a contributory cause to the adverse effects on the operator and therefore, due of the current lack of information the company is reporting the event in an abundance of caution. Lumenis will continue to monitor the event and should additional information become available, the complaint record will be updated accordingly and a follow-up medwatch report will be submitted.

Event description:
Since purchasing a new lumenis m22 ipl device, a user facility has reported that a device operator is experiencing headaches, eye floaters, halos and visual changes since beginning to perform ipl procedures with the subject device. It was further reported that the device operator was wearing the ipl safety glasses provided with the subject device.